Manufacturer narrative:
H3 other text : customer did not respond.

Event description:
It was reported that the defibrillator does not detect tachycardia and ventricular traces in AED mode. The device may have caused a delay in life saving therapy and will be considered a serious injury. However, no direct adverse event to the patient or user was reported. Multiple requests were made for additional patient/procedure information, however, no additional details were received. No ECG monitoring strips or case event files were provided to philips for review. Multiple requests were made for evaluation information, however, no additional details were received. Multiple requests were made for resolution information, however, no additional details were received. The device remains with the customer. No conclusion can be drawn.

Manufacturer narrative:
Reporting institution phone: (B)(6). Reporter phone: (B)(6).

Event description:
It was reported that the defibrillator does not detect tachycardia and ventricular traces in AED mode. The device may have caused a delay in life saving therapy and will be considered a serious injury. However, no direct adverse event to the patient or user was reported.